Event description:
The surgeon reported that a trident ceramic hip insert, size e, had broken which let to a revision of the hip.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.